Manufacturer narrative:
The returned opened cannula assembly was visually inspected and found to be conforming. The finished goods lot was manufactured with six valve entry component lots. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Five lots had no anomalies found based on the device history record reviews. A complaint history examination indicates this is the ninth complaint for leaking associated with the trocar lots. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic doctor indicated the valve of the trocar cannula leaked when it was implanted into the patient's eye. The problem was resolved after replacing the product with another one. The procedure was completed with no harm to the patient. A product sample has been requested.